Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 280-310 mg/dl. A correction bolus via the pump was delivered and insulin was administered via the pump to address the bg levels. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusions that occurred in the past. A system check was performed using the current supplies and the occlusion was found to be within the cartridge; air bubbles were also observed in the infusion set tubing. A supply change was performed and the customer successfully resumed insulin deliveries.